Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during a secondary infusion (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.